Event description:
Removal of endosseous dental implant. Implant was placed on 3-13-97 (class I bone) during a complex procedure in which there was minimal bone in which the clinician perforated the inferior border of the mandible. The clinician reports that the reason for implant failure was due to infection and that the perforation of the inferior boder contributed to an increased susceptiblily to infection. The implant was removed on 5-21-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.